Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during a depot service repair. Due to the discoloration of the tubing, an hpc test was performed and the results came back outside of the acceptable limits set by cardioquip. Due to the discoloration and failing test results, epidemiology recommended that the device receive an internal water pathway replacement. The device was returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and is fully functional.

Event description:
Due to discoloration in the tubing of the device found during a depot repair, the device is suspected of bacterial contamination and cardioquip recommends an internal water pathway replacement.